Manufacturer narrative:
The patient was born on an unreported date in 1965. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was due to poor environment or source of water (not further specified). On the same day as onset, the patient was hospitalized for the event. On unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Fifteen days after the onset date, the antibiotic treatment was discontinued and the patient was recovered. At the time of this report, dianeal therapies were ongoing. No additional information is available.